Event description:
A registered nurse reported during an unplanned anterior vitrectomy procedure, the anterior vitrectomy tip was reported to only cut halfway through the cutter's port, therefore not cutting any vitreous as intended in the procedure. The surgeon had to proceed by manual vitrectomy. There was no impact to the pt.

Manufacturer narrative:
A sample has been received and is awaiting eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).